Event description:
Patient reported that for some weeks battery lifetime is too short; normally 3 weeks, now only 10 days). Patient stated her hba1c is too high; 8.0%. Patient reported she thinks the infusion device delivers inaccurate insulin; too low, highest blood glucose level was 20 mmol/l (360 mg/dl). Patient's normal blood glucose level was not provided. Patient stated the last time the infusion device displayed an e4 (occlusion) error message, she checked the accessories and there was no occlusion in the infusion set. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. E4 were found in the history. The occlusion limits were tested successfully. Please refer to the accu-chek spirit combo user guide chapter: (error e4: occlusion). The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. Consumables n/a.